Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultralink meter had a "communication issue with the pump" and the meter was "giving intermittent results." The medical affairs specialist (mas) was able to correspond with the patient by telephone on september 19, 2008 and classified the complaint based on the following information received from the customer. The patient tests her blood glucose 8 to 10 times per day. She manages her diabetes via insulin pump. The patient stated that the alleged issue began when she first received the meter, approximately in approx five months earlier. During that time, she noted that the "meter was not communicating with the pump." The patient stated to the mas, "sometimes the meter was giving results and sometimes it did not give any results.". As a result of the reported issue, the patient did not take any actions with the diabetic medications. At an unspecified time, after the reported issue, she reportedly experienced symptoms of "frequent urination." The patient reportedly "did not remember" whether she obtained any readings on the subject meter during the issue and while experiencing the symptoms. At the end of the month prior to original month in the evening, she reportedly received assistance from the emergency room and tested (unknown reading) on the hospital's meter. The patient reportedly did not remember the advice/treatment received from the health care professional. During the troubleshooting, the cca noted that this was not a new product and there was no trauma to the meter. The reported issue was not resolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported due to the following conclusions: the alleged issue was not resolved with troubleshooting. It is not known whether the patient obtained any readings on the subject meter during the issue and while experiencing the symptoms. The patient claimed that she developed symptoms suggestive of hyperglycemia after the reported issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.